Event description:
It was reported that during an attempt to implant an impella cp, the patient had a vertical left ventricle and the impella would not sit right. The implant was aborted. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue was most likely patient anatomy as the patient had a vertical left ventricle (lv) that prevented the impella from obtaining the correct position.